Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for 2 months and had not had stimulation for 6 weeks. When attempting to connect to the ipg, the patient received an error message indicating a possible electromagnetic interference (emi). Troubleshooting attempts have been unsuccessful. As a result, the patient may be awaiting ipg replacement.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.